Event description:
It was reported that during implant attempt, before implant a charge/dump test is performed. At the beginning of the test no markers are present, also I never get the marker ce (charge end). Also at interrogation; battery voltage is 2,82v. This device was not implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found